Manufacturer narrative:
A product investigation is in progress.

Event description:
Finding remnants of tampon in vagina [foreign body in reproductive tract] remnants of tampon in vagina [device breakage] case description: consumer contacted via social media and stated that she had been finding remnants of the tampon in her vagina. No serious injury was reported.

Event description:
Finding remnants of tampon in vagina [foreign body in reproductive tract]. Remnants of tampon in vagina [device breakage]. Case description: consumer contacted via social media and stated that she had been finding remnants of the tampon in her vagina. No serious injury was reported.

Manufacturer narrative:
16-jul-2020 product was updated to tampax tampons pearl regular-normal non deodorant 50ct. 17-jul-2020 product investigation results: no failure could be identified as a result of the investigation.